Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that the device broke. There was no harm for patient, operator or third party reported. No further information received.

Manufacturer narrative:
Complaint confirmed. Upon visual inspection it was noted that the drive geometry at the distal tip of the returned ar-9545-t15-03 had both twisted and broken. No fragments were returned for inspection. It was not indicated if a torque-indicating adapter had been used with the device. A probable cause is attributed to over-torquing/over-engaging the driver within the screw head.